Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was dropped into a toilet. Subsequently the pump declared an alarm that the wake button was stuck while nothing was pressing the button. Subsequently, the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully and the alarm did not recur. Customer¿s blood glucose level was 336mg/dl.